Event description:
Caller says that the product is used to clean his CPAP machine. Caller says that on the side of this nose he gets rough and irritated skin that is painful after using the product. The irritation goes away when he does not use the machine and reappears anytime he uses it. Caller is concerned that the device is damaging his lungs. Retailer: (B)(6). Purchase date: (B)(6) 2018 - this is an estimate. Incident location: (B)(6). (B)(4).